Event description:
It was reported an issue with monosyn suture. The client reported that, on july 13, 2023, when the surgeon prepared to suture the wound, the device nurse opened the sterile package of monosyn 5/0 and found that the suture needle was separated from the suture and came out. Immediately report to circulating nurse holifen and reopen the suture to continue the surgery. No further information available.

Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only some pictures showing detached needles, but the thread is missing. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 1.62 kgf in average and 1.25 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). Final conclusion: in spite of receiving pictures showing detached needles, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.